Event description:
Event verbatim [preferred term] burned on her neck / her skin was really red and it hurt really bad; it even blistered up / it was very tender / it was burned and had blisters / bad redness and blisters [burns second degree], she just thought maybe the heat pack was too hot on her neck [device issue], the consumer did not check her skin under the product while wearing thermacare [intentional device use issue], . Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare muscle & joint), via an unspecified route of administration from (B)(6) 2018 at "3 pack; with 9 total" single time as neck was aching. Medical history included ongoing high blood pressure had about 30 years, diabetes and post-menopausal. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare joint and muscle pain therapy. Around the beginning of (B)(6) 2018 she used the product and was burned. Her skin was really red and it hurt really bad; it even blistered up. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of (B)(6) 2018, the event had resolved. She put some cream for cuts and burns on it but didn't go to the doctor or emergency room for the event. She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare started at beginning of (B)(4) 2018 and removed the same day. The consumer previously used thermacare for years but the same problem/symptom never occurred before. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product, it was an adhesive to the body. The consumer was not engage in exercise while using the product. The consumer did not check her skin under the product while wearing thermacare. The consumer read the usage instructions on thermacare before she used the product. The consumer has been using thermacare for 6 hours that day. No problems/symptoms remained. The consumer did not consult a healthcare professional for the problems/symptom. She felt this occurred due to a malfunction of the product. No sample was available to be returned. The action taken for the product was temporally withdrawn in (B)(6) 2018. The outcome of the events was resolved in (B)(6) 2018. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot).; and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot).; and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Burned on her neck/ her skin was really red and it hurt really bad; it even blistered up/ it was very tender/ it was burned and had blisters/ bad redness and blisters [burns second degree] , she just thought maybe the heat pack was too hot on her neck [device issue] , the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 to (B)(6) 2018 at "3 pack; with 9 total" single time as neck was aching. Medical history included ongoing high blood pressure had about 30 years, diabetes and post-menopausal. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare heatwraps multi-purpose muscle pain therapy. Around the beginning of (B)(6) 2018 she used the product and was burned. Her skin was really red and it hurt really bad; it even blistered up. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of (B)(6) 2018, the event had resolved. She put some cream for cuts and burns on it but didn't go to the doctor or emergency room for the event. She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare started at beginning of (B)(6) 2018 and removed the same day. The consumer previously used thermacare for years but the same problem/symptom never occurred before. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product, it was an adhesive to the body. The consumer was not engage in exercise while using the product. The consumer did not check her skin under the product while wearing thermacare. The consumer read the usage instructions on thermacare before she used the product. The consumer has been using thermacare for 6 hours that day. No problems/symptoms remained. The consumer did not consult a healthcare professional for the problems/symptom. She felt this occurred due to a malfunction of the product. No sample was available to be returned. Upon follow up on 11mar2019, the nurse reported the patient did not provide information to the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. The nurse further reported "I have no knowledge of this and did not ever receive this packet before. Additionally, this patient is no longer a patient in our office". The action taken for the product was temporally withdrawn in aug2018. The outcome of the events was resolved in (B)(6) 2018. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2019): new information received from a contactable nurse included: the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. Company clinical evaluation comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonably suggest device malfunction: yes. Severity of harm: s3. Complaint class: external cause investigation. Complaint sub-class: adverse event safety request for investigation. Related to potential ae: yes. Status: initial review & rationale in progress.

Event description:
Event verbatim [preferred term] burned on her neck/ her skin was really red and it hurt really bad; it even blistered up/ it was very tender/ it was burned and had blisters/ bad redness and blisters [burns second degree] , she just thought maybe the heat pack was too hot on her neck/ burning hot, heated feeling [device issue] , the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 at "3 pack; with 9 total," single time as neck was aching. Medical history included ongoing high blood pressure (had about 30 years), diabetes and she was post-menopausal. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare heatwraps multi-purpose muscle pain therapy. She used the thermacare heat pack on her neck on (B)(6)2018 to relieve her neck ache. She experienced a red, blistery, painful burn on her neck, also described as a burning hot heated feeling and her neck was red and blistered. She suffered with blister and redness that was hot and burning. She states that when she applied the heat wrap to her neck, after a few hours her neck was red/blistery due to faulty thermacare product. It was difficult to sleep and she was in pain. Her skin was really red and it hurt really bad. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of (B)(6) 2018, the events had resolved. The redness/ blistering lasted about 3-4 weeks and the burning and pain/ suffering lasted 2-4 weeks. There was no hospitalization involved for the events. Treatment was reported as "self-care" for 3-4 weeks. She treated it like a bad burn for thermacare products. She put some cream for cuts and burns on it but didn't consult a healthcare professional or go to emergency room for the events. She states the thermacare product was "faulty with disc at a extremely neck heat to burn my skin." She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years; she later reported she had not previously used thermacare. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare was started on 02aug2018 and removed the same day. The consumer had not previously used thermacare. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product, and attached the adhesive to the body. The consumer did not engage in exercise while using the product. The consumer initially stated she did not check her skin under the product while wearing thermacare, but later stated she did check her skin under the product while wearing thermacare, "after a few hours," her husband said it was red and blistered. The consumer read the usage instructions on thermacare before she used the product. The consumer confirmed she had been using thermacare for 6 hours that day. No problems/symptoms remained. She felt this occurred due to a malfunction of the product. No sample was available to be returned. Upon follow up on (B)(6) 2019, the nurse reported the patient did not provide information to the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. The nurse further reported "I have no knowledge of this and did not ever receive this packet before. Additionally, this patient is no longer a patient in our office". The patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body'. The action taken for the product was temporarily withdrawn in on (B)(6) 2018 . The outcome of the events was resolved on (B)(6) 2018. According to product quality complaint group: reasonably suggest device malfunction: yes. Severity of harm: s3. Complaint class: external cause investigation. Complaint sub-class: adverse event safety request for investigation. Related to potential ae: yes. Status: initial review & rationale in progress. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2019): new information received from a contactable nurse included: the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. Follow-up (16may2019): new information from a contactable consumer includes: updated suspect product (to thermacare neck, shoulder, & wrist), product use dates (02aug2019- (B)(6) 2019), medical history, past product history, event onset date ((B)(6) 2019) & additional event description, treatment details, and hospitalization status (not hospitalized). Follow-up (28may2019): new information from a contactable consumer includes: updated suspect product (to thermacare heatwraps multi-purpose muscle pain). Follow-up: (18jun2019): new information reported from a contactable consumer includes: treatment information (patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body'). Follow-up (24jun2019): new information received from a product quality complaint group included: brief summary of citi / full complaint investigation. Company clinical evaluation comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Additional information received from product quality complaint group: rsnbly suggest device malfunc?: no severity of harm: n/a.expedite trends:expedite trend identified?: no;other trending: these fields are provided for investigating sites to document other trending requirements as needed.other trend identified?: no;other trend assmt. & rationale:an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation.the qts search returned a total of 57 complaints for joint therapy products during this time period for the class/subclass. One complaint was confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Investigation for pr # was executed in (B)(6) 2018. Lot s68516 for m&j 4ct pack was confirmed with known CAPA's for an adverse event safety request for investigation. The root cause category was equipment/other with method as the contributing factor. Based on this qts search, there is not a trend identified for the subclass of adverse event safety request for investigation for multipurpose advanced muscle pain therapy products, refer to attached trend chart for m&j (B)(6) 2016 to (B)(6) 2019. There is no further action required.the adverse event safety request for investigation complaint subclass shows an increase in (B)(6) 2018 thru (B)(6) 2018.this is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Conclusion: the root cause category is non-a

Event description:
Event verbatim [preferred term] burned on her neck/ her skin was really red and it hurt really bad; it even blistered up/ it was very tender/ it was burned and had blisters/ bad redness and blisters [burns second degree] , she just thought maybe the heat pack was too hot on her neck/ burning hot, heated feeling [device issue] , the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 to (B)(6) 2018 at "3 pack; with 9 total," single time as neck was aching /neck muscle ache/relieve neck ache. Medical history included ongoing high blood pressure (had about 30 years), ongoing diabetes and she was post-menopausal. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare heatwraps multi-purpose muscle pain therapy. She used the thermacare heat pack on her neck on (B)(6) 2018 to relieve her neck ache. She experienced a red, blistery, painful burn on her neck, also described as a burning hot heated feeling and her neck was red and blistered. She suffered with blister and redness that was hot and burning. She states that when she applied the heat wrap to her neck, after a few hours her neck was red/blistery due to faulty thermacare product. It was difficult to sleep and she was in pain. Her skin was really red and it hurt really bad. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of (B)(6) 2018, the events had resolved. The redness/ blistering lasted about 3-4 weeks and the burning and pain/ suffering lasted 2-4 weeks. There was no hospitalization involved for the events. Treatment was reported as "self-care" for 3-4 weeks. She treated it like a bad burn for thermacare products. She put some cream for cuts and burns on it but didn't consult a healthcare professional or go to emergency room for the events. She states the thermacare product was "faulty with disc at a extremely neck heat to burn my skin." She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years; she later reported she had not previously used thermacare. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare was started on (B)(6) 2018 and removed the same day. The consumer had not previously used thermacare. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product, and attached the adhesive to the body. The consumer did not engage in exercise while using the product. The consumer initially stated she did not check her skin under the product while wearing thermacare, but later stated she did check her skin under the product while wearing thermacare, "after a few hours," her husband said it was red and blistered. The consumer read the usage instructions on thermacare before she used the product. The consumer confirmed she had been using thermacare for 6 hours that day. No problems/symptoms remained. She felt this occurred due to a malfunction of the product. No sample was available to be returned. Upon follow up on 11mar2019, the nurse reported the patient did not provide information to the nurse regarding the reported adverse events with the use of the product. The patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body'. The action taken for the product was temporarily withdrawn on (B)(6) 2018. The outcome of the events was resolved on (B)(6) 2018. According to product quality complaint group: reasonably suggest device malfunction: yes. Severity of harm: s3. Additional information received from product quality complaint group: rsnbly suggest device malfunc?: no. Severity of harm: n/a.expedite trends:expedite trend identified?: no;other trending: these fields are provided for investigating sites to document other trending requirements as needed.other trend identified?: no;the root cause category was equipment/other with method as the contributing factor. Based on this qts search, there is not a trend identified for the subclass of adverse event safety request for investigation for multipurpose advanced muscle pain therapy products, refer to attached trend chart for m&j (B)(6) 2016 to (B)(6) 2019. There is no further action required.the adverse event safety request for investigation complaint subclass shows an increase in (B)(6) 2018 thru (B)(6) 2018.this is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on (B)(6) 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (11mar2019): new information received from a contactable nurse included: the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. Follow-up (16may2019): new information from a contactable consumer includes: updated suspect product (to thermacare neck, shoulder, & wrist), product use dates ((B)(6) 2019), medical history, past product history, event onset date (02aug2019) & additional event description, treatment details, and hospitalization status (not hospitalized). Follow-up (28may2019): new information from a contactable consumer includes: updated suspect product (to thermacare heatwraps multi-purpose muscle pain). Follow-up: (18jun2019): new information reported from a contactable consumer includes: treatment information (patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body'). Follow-up (24jun2019): new information received from a product quality complaint group included: brief summary of citi / full complaint investigation. Follow-up (10jul2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term]. The consumer did not check her skin under the product while wearing thermacare/attached the adhesive to the body (later reported as directly to skin) [intentional device misuse], burned on her neck/ her skin was really red and it hurt really bad; it even blistered up/ it was very tender/ it was burned and had blisters/ bad redness and blisters/burning and pain [burns second degree]. She just thought maybe the heat pack was too hot on her neck/ burning hot, heated feeling [device issue]. Narrative: this is a spontaneous report from a contactable consumer(patient) and a nurse. A 57-year-old female patient (pregnant: no), started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 at "3 pack; with 9 total," single time as neck was aching /neck muscle ache/relieve neck ache. Medical history included ongoing high blood pressure (had about 30 years, since 1988), ongoing diabetes and she was post-menopausal. She denied rheumatoid arthritis or poor circulation or heart disease. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare heatwraps multi-purpose muscle pain therapy. She used the thermacare heat pack on her neck on (B)(6) 2018 to relieve her neck ache. She experienced a red, blistery, painful burn on her neck, also described as a burning hot heated feeling and her neck was red and blistered. She suffered with blister and redness that was hot and burning. When she applied the heat wrap to her neck, after a few hours her neck was red/blistery due to faulty thermacare product. It was difficult to sleep, and she was in pain. Her skin was really red and it hurt really bad. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of (B)(6) 2018, the events had resolved. The redness/ blistering lasted about 3-4 weeks and the burning and pain/ suffering lasted 2-4 weeks. There was no hospitalization involved for the events. She did not seek medical help for the redness burnt and blistering on her neck. Treatment was reported as "self-care" for 3-4 weeks. She treated it like a bad burn for thermacare products. She put some cream for cuts and burns on it but didn't consult a healthcare professional or go to emergency room for the event. She stated the thermacare product was "faulty with disc at a extremely neck heat to burn my skin." She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years; she later reported she had not previously used thermacare. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare was started on (B)(6) 2018 and removed the same day. The consumer had not previously used thermacare. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product and attached the adhesive to the body (later reported as directly to skin). The consumer did not engage in exercise while using the product. The consumer initially stated she did not check her skin under the product while wearing thermacare, but later stated she did check her skin under the product while wearing thermacare, "after a few hours," her husband said it was red and blistered. The consumer read the usage instructions on thermacare before she used the product. The consumer confirmed she had been using thermacare for 6 hours that day only to the neck. She usually used it for 8 hours. She did not sleep while using the product. No problems/symptoms remained. She felt this occurred due to a malfunction of the product. No sample was available to be returned. The product was not re-heated at all during usage. Upon follow up on (B)(6) 2019, the nurse reported the patient did not provide information to the nurse regarding the reported adverse events with the use of the product. The patient was not treated for event "the consumer did not check her skin under the product while wearing thermacare/attached the adhesive to the body (later reported as directly to skin)". The patient was admitted to hospital due to the events "burning" and "pain". She received aleve for the pain. The patient also reported she did not go to a hospital or dr for the burn (pending clarification). All the events occurred on (B)(6) 2018. The action taken for the product was temporarily withdrawn on (B)(6) 2018. The outcome of the events was resolved on (B)(6) 2018. According to product quality complaint group: conclusion: the root cause category was equipment/other with method as the contributing factor. Based on this qts search, there is not a trend identified for the subclass of adverse event safety request for investigation for multipurpose advanced muscle pain therapy products, refer to attached trend chart for m&j (B)(6) 2016 to (B)(6) 2019. There is no further action required.the adverse event safety request for investigation complaint subclass shows an increase in (B)(6) 2018.this is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on (B)(6) 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (11mar2019): new information received from a contactable nurse included: the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. Follow-up (16may2019): new information from a contactable consumer includes: updated suspect product (to thermacare neck, shoulder, & wrist), product use dates (02aug2019- 02aug2019), medical history, past product history, event onset date ((B)(6) 2019) & additional event description, treatment details, and hospitalization status (not hospitalized). Follow-up (28may2019): new information from a contactable consumer includes: updated suspect product (to thermacare heatwraps multi-purpose muscle pain). Follow-up: (18jun2019): new information reported from a contactable consumer includes: treatment information (patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body'). Follow-up (24jun2019): new information received from a product quality complaint group included: brief summary of citi / full complaint investigation. Follow-up (10jul2019): new information received from product quality complaint group includes investigation results. Follow up (19aug2019): new information from the same contactable consumer includes: additional information regarding medical history, product usage and event details. Follow-up attempts are completed. No further information is expected. Follow up (22sep2020): new information reported from a contactable consumer by way of consumer follow-up letter included: seriousness criteria (hospitalized), treatment received.

Manufacturer narrative:
Other trend assmt. & rationale:an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The qts search returned a total of 57 complaints for joint therapy products during this time period for the class/subclass. One complaint was confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Investigation for pr # was executed in mar2018. Lot s68516 for m&j 4ct pack was confirmed with known CAPA's for an adverse event safety request for investigation. The root cause category was equipment/other with method as the contributing factor. Based on this qts search, there is not a trend identified for the subclass of adverse event safety request for investigation for multipurpose advanced muscle pain therapy products, refer to attached trend chart for m&j mar2016 to mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass shows an increase in oct2018 thru dec2018. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burned on her neck/ her skin was really red and it hurt really bad; it even blistered up/ it was very tender/ it was burned and had blisters/ bad redness and blisters [burns second degree] , she just thought maybe the heat pack was too hot on her neck/ burning hot, heated feeling [device issue] , the consumer did not check her skin under the product while wearing thermacare/attached the adhesive to the body (later reported as directly to skin) [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 to (B)(6) 2018 at "3 pack; with 9 total," single time as neck was aching /neck muscle ache/relieve neck ache. Medical history included ongoing high blood pressure (had about 30 years), ongoing diabetes and she was post-menopausal. She denied rheumatoid arthritis or poor circulation or heat disease. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare heatwraps multi-purpose muscle pain therapy. She used the thermacare heat pack on her neck on 02aug2018 to relieve her neck ache. She experienced a red, blistery, painful burn on her neck, also described as a burning hot heated feeling and her neck was red and blistered. She suffered with blister and redness that was hot and burning. When she applied the heat wrap to her neck, after a few hours her neck was red/blistery due to faulty thermacare product. It was difficult to sleep, and she was in pain. Her skin was really red and it hurt really bad. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of (B)(6) 2018, the events had resolved. The redness/ blistering lasted about 3-4 weeks and the burning and pain/ suffering lasted 2-4 weeks. There was no hospitalization involved for the events. She did not seek medical help for the redness burnt and blistering on her neck.treatment was reported as "self-care" for 3-4 weeks. She treated it like a bad burn for thermacare products. She put some cream for cuts and burns on it but didn't consult a healthcare professional or go to emergency room for the events. She stated the thermacare product was "faulty with disc at a extremely neck heat to burn my skin." She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years; she later reported she had not previously used thermacare. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare was started on (B)(6) 2018 and removed the same day. The consumer had not previously used thermacare. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product and attached the adhesive to the body (later reported as directly to skin). The consumer did not engage in exercise while using the product. The consumer initially stated she did not check her skin under the product while wearing thermacare, but later stated she did check her skin under the product while wearing thermacare, "after a few hours," her husband said it was red and blistered. The consumer read the usage instructions on thermacare before she used the product. The consumer confirmed she had been using thermacare for 6 hours that day only to the neck. She usually used it for 8 hours. She did not sleep while using the product. No problems/symptoms remained. She felt this occurred due to a malfunction of the product. No sample was available to be returned. The product was not re-heated at all during usage. Upon follow up on 11mar2019, the nurse reported the patient did not provide information to the nurse regarding the reported adverse events with the use of the product. The patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body'. The action taken for the product was temporarily withdrawn on 02aug2018. The outcome of the events was resolved on (B)(6) 2018. According to product quality complaint group: rsnbly suggest device malfunc?: no. Severity of harm: n/a.expedite trends:expedite trend identified?: no;other trending: these fields are provided for investigating sites to document other trending requirements as needed.other trend identified?: no;the root cause category was equipment/other with method as the contributing factor. Based on this qts search, there is not a trend identified for the subclass of adverse event safety request for investigation for multipurpose advanced muscle pain therapy products, refer to attached trend chart for m&j mar2016 to mar2019. There is no further action required.the adverse event safety request for investigation complaint subclass shows an increase in oct2018 thru dec2018.this is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (11mar2019): new information received from a contactable nurse included: the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. Follow-up (16may2019): new information from a contactable consumer includes: updated suspect product (to thermacare neck, shoulder, & wrist), product use dates (02aug2019- 02aug2019), medical history, past product history, event onset date (02aug2019) & additional event description, treatment details, and hospitalization status (not hospitalized). Follow-up (28may2019): new information from a contactable consumer includes: updated suspect product (to thermacare heatwraps multi-purpose muscle pain). Follow-up: (18jun2019): new information reported from a contactable consumer includes: treatment information (patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body'). Follow-up (24jun2019): new information received from a product quality complaint group included: brief summary of citi / full complaint investigation. Follow-up (10jul2019): new information received from product quality complaint group includes investigation results. Follow up (19aug2019): new information from the same contactable consumer includes: additional information regarding medical history, product usage and event details. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Additional information received from product quality complaint group: rsnbly suggest device malfunc?: no. Severity of harm: n/a.expedite trends:expedite trend identified?: no;other trending: these fields are provided for investigating sites to document other trending requirements as needed.other trend identified?: no;other trend assmt. & rationale:an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation.the qts search returned a total of 57 complaints for joint therapy products during this time period for the class/subclass. One complaint was confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Investigation for pr # was executed in mar2018. Lot s68516 for m&j 4ct pack was confirmed with known CAPA's for an adverse event safety request for investigation. The root cause category was equipment/other with method as the contributing factor. Based on this qts search, there is not a trend identified for the subclass of adverse event safety request for investigation for multipurpose advanced muscle pain therapy products, refer to attached trend chart for m&j mar2016 to mar2019. There is no further action required.the adverse event safety request for investigation complaint subclass shows an increase in oct2018 thru dec2018.this is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Conclusion: the root cause category is non-a.

Event description:
Event verbatim [preferred term] burned on her neck/ her skin was really red and it hurt really bad; it even blistered up/ it was very tender/ it was burned and had blisters/ bad redness and blisters [burns second degree] , she just thought maybe the heat pack was too hot on her neck/ burning hot, heated feeling [device issue] , the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps neck, shoulder & wrist), from (B)(6) 2018 to (B)(6) 2018 at "3 pack; with 9 total," single time as neck was aching. Medical history included ongoing high blood pressure (had about 30 years), diabetes and she was post-menopausal. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare heatwraps multi-purpose muscle pain therapy, which she later reported as thermacare neck, shoulder,& wrist. She used the thermacare heat pack on her neck on (B)(6) 2018 to relieve her neck ache. She experienced a red, blistery, painful burn on her neck, also described as a burning hot heated feeling and her neck was red and blistered. She suffered with blister and redness that was hot and burning. She states that when she applied the heat wrap to her neck, after a few hours her neck was red/blistery due to faulty thermacare product. It was difficult to sleep and she was in pain. Her skin was really red and it hurt really bad. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of aug2018, the events had resolved. The redness/ blistering lasted about 3-4 weeks and the burning and pain/ suffering lasted 2-4 weeks. There was no hospitalization involved for the events. Treatment was reported as "self-care" for 3-4 weeks. She treated it like a bad burn for thermacare products.she put some cream for cuts and burns on it but didn't consult a healthcare professional or go to emergency room for the events. She states the thermacare product was "faulty with disc at a extremely neck heat to burn my skin." She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years; she later reported she had not previously used the product. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare was started on (B)(6) 2018 and removed the same day. The consumer had not previously used thermacare. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product, and attached the adhesive to the body. The consumer did not engage in exercise while using the product. The consumer initially stated she did not check her skin under the product while wearing thermacare, but later stated she did check her skin under the product while wearing thermacare, "after a few hours," her husband said it was red and blistered. The consumer read the usage instructions on thermacare before she used the product. The consumer confirmed she had been using thermacare for 6 hours that day. No problems/symptoms remained. She felt this occurred due to a malfunction of the product. No sample was available to be returned. Upon follow up on 11mar2019, the nurse reported the patient did not provide information to the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. The nurse further reported "I have no knowledge of this and did not ever receive this packet before. Additionally, this patient is no longer a patient in our office". The action taken for the product was temporarily withdrawn in on (B)(6) 2018. The outcome of the events was resolved on aug2018. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2019): new information received from a contactable nurse included: the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. Follow-up (16may2019): new information from a contactable consumer includes; updated suspect product (to thermacare neck, shoulder, & wrist), product use dates ((B)(6) 2019- (B)(6) 2019), medical history, past product history, event onset date ((B)(6) 2019) & additional event description, treatment details, and hospitalization status (not hospitalized). Company clinical evaluation comment based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned on her neck/ her skin was really red and it hurt really bad; it even blistered up/ it was very tender/ it was burned and had blisters/ bad redness and blisters [burns second degree], she just thought maybe the heat pack was too hot on her neck/ burning hot, heated feeling [device issue], the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from (B)(6) 2018 at "3 pack; with 9 total," single time as neck was aching. Medical history included ongoing high blood pressure (had about 30 years), diabetes and she was post-menopausal. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare heatwraps multi-purpose muscle pain therapy. She used the thermacare heat pack on her neck on (B)(6) 2018 to relieve her neck ache. She experienced a red, blistery, painful burn on her neck, also described as a burning hot heated feeling and her neck was red and blistered. She suffered with blister and redness that was hot and burning. She states that when she applied the heat wrap to her neck, after a few hours her neck was red/blistery due to faulty thermacare product. It was difficult to sleep and she was in pain. Her skin was really red and it hurt really bad. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of (B)(6) 2018, the events had resolved. The redness/ blistering lasted about 3-4 weeks and the burning and pain/suffering lasted 2-4 weeks. There was no hospitalization involved for the events. Treatment was reported as "self-care" for 3-4 weeks. She treated it like a bad burn for thermacare products. She put some cream for cuts and burns on it but didn't consult a healthcare professional or go to emergency room for the events. She states the thermacare product was "faulty with disc at a extremely neck heat to burn my skin." She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years; she later reported she had not previously used thermacare. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare was started on (B)(6) 2018 and removed the same day. The consumer had not previously used thermacare. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product, and attached the adhesive to the body. The consumer did not engage in exercise while using the product. The consumer initially stated she did not check her skin under the product while wearing thermacare, but later stated she did check her skin under the product while wearing thermacare, "after a few hours," her husband said it was red and blistered. The consumer read the usage instructions on thermacare before she used the product. The consumer confirmed she had been using thermacare for 6 hours that day. No problems/symptoms remained. She felt this occurred due to a malfunction of the product. No sample was available to be returned. Upon follow up on (B)(6) 2019, the nurse reported the patient did not provide information to the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. The nurse further reported "I have no knowledge of this and did not ever receive this packet before. Additionally, this patient is no longer a patient in our office." The patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body.' The action taken for the product was temporarily withdrawn in on (B)(6) 2018. The outcome of the events was resolved on (B)(6) 2018. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2019): new information received from a contactable nurse included: the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. Follow-up ((B)(6) 2019): new information from a contactable consumer includes: updated suspect product (to thermacare neck, shoulder, & wrist), product use dates ((B)(6) 2019), medical history, past product history, event onset date ((B)(6) 2019) & additional event description, treatment details, and hospitalization status (not hospitalized). Follow-up ((B)(6) 2019): new information from a contactable consumer includes: updated suspect product (to thermacare heatwraps multi-purpose muscle pain). Follow-up: ((B)(6) 2019): new information reported from a contactable consumer includes: treatment information (patient was not treated for event 'the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body'). Company clinical evaluation comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned on her neck/ her skin was really red and it hurt really bad; it even blistered up/ it was very tender/ it was burned and had blisters/ bad redness and blisters [burns second degree] , she just thought maybe the heat pack was too hot on her neck/ burning hot, heated feeling [device issue] , the consumer did not check her skin under the product while wearing thermacare/it was an adhesive to the body [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), from 02aug2018 to 02aug2018 at "3 pack; with 9 total," single time as neck was aching. Medical history included ongoing high blood pressure (had about 30 years), diabetes and she was post-menopausal. There were no concomitant medications. The consumer stated she received a letter where she was told to call us regarding a recall involving thermacare. She bought a large packet of the product and she got burned on her neck while using the product. It was the thermacare heatwraps multi-purpose muscle pain therapy. She used the thermacare heat pack on her neck on 02aug2018 to relieve her neck ache. She experienced a red, blistery, painful burn on her neck, also described as a burning hot heated feeling and her neck was red and blistered. She suffered with blister and redness that was hot and burning. She states that when she applied the heat wrap to her neck, after a few hours her neck was red/blistery due to faulty thermacare product. It was difficult to sleep and she was in pain. Her skin was really red and it hurt really bad. She wore the product for about 6 hours and when she took it off she noticed it was very tender and she could even touch it. Her husband looked at it and told her it was burned and had blisters. It was described as if she had bad sunburn; there was really bad redness and blisters. It took a few weeks but by the end of aug2018, the events had resolved. The redness/ blistering lasted about 3-4 weeks and the burning and pain/ suffering lasted 2-4 weeks. There was no hospitalization involved for the events. Treatment was reported as "self-care" for 3-4 weeks. She treated it like a bad burn for thermacare products. She put some cream for cuts and burns on it but didn't consult a healthcare professional or go to emergency room for the events. She states the thermacare product was "faulty with disc at a extremely neck heat to burn my skin." She explained that she didn't notice any leaking at the time; she just thought maybe the heat pack was too hot on her neck. She didn't have the box or wraps any longer, they have been discarded. This was not a permanent stop of the product. She will continue to use thermacare as it really did help and she has been using them for years; she later reported she had not previously used thermacare. The consumer provided seriousness criteria: malfunction and causality of device to ae-yes. The consumer classified her skin tone as medium and denied sensitive skin or abnormal skin conditions. The color of the box purchased was red box. No product was remaining. Thermacare was started on 02aug2018 and removed the same day. The consumer had not previously used thermacare. The consumer has previously used heating pad for pain relief for 1-2 hours at a time and did not experience a problem/symptom. The consumer was wearing several layers of clothing over the thermacare product, and attached the adhesive to the body. The consumer did not engage in exercise while using the product. The consumer initially stated she did not check her skin under the product while wearing thermacare, but later stated she did check her skin under the product while wearing thermacare, "after a few hours," her husband said it was red and blistered. The consumer read the usage instructions on thermacare before she used the product. The consumer confirmed she had been using thermacare for 6 hours that day. No problems/symptoms remained. She felt this occurred due to a malfunction of the product. No sample was available to be returned. Upon follow up on 11mar2019, the nurse reported the patient did not provide information to the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. The nurse further reported "I have no knowledge of this and did not ever receive this packet before. Additionally, this patient is no longer a patient in our office". The action taken for the product was temporarily withdrawn in on 02aug2018. The outcome of the events was resolved on aug2018. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2019): new information received from a contactable nurse included: the nurse regarding the reported adverse events with the use of the product, and the nurse was not willing to be contacted again by pfizer on the reported adverse events. Follow-up (16may2019): new information from a contactable consumer includes: updated suspect product (to thermacare neck, shoulder, & wrist), product use dates (02aug2019- 02aug2019), medical history, past product history, event onset date (02aug2019) & additional event description, treatment details, and hospitalization status (not hospitalized). Follow-up (28may2019): new information from a contactable consumer includes: updated suspect product (to thermacare heatwraps multi-purpose muscle pain). Company clinical evaluation comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister, device issue (heat pack was too hot); and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.